Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination revealed that the hex lobes on the x25 tightener¿s distal tip had become stripped. The tightener was noted to have been in the field for greater than 13 years. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the tightener¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the tightener was likely subjected to unanticipated torsional forces during the tightening process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing posterior lumbar fusion using expedium 5.5 system. At the single innie final tightening stage the x25 final tightener (2797-12-600) was slipping in the recess of the screw prior to breaking through the torque limit of the torque limiting handle. It was determined that the driver was stripped and the second driver from the set was swapped in and the single innie set screws were able to be successfully final tightened. Please replace product on po# (B)(4). Patient consequence? : no. Action taken for procedure: x25 final tightening driver was replace with the second x25 final tightening driver that is in the set and the final tightening was able to be successfully completed. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.